Event description:
The dealer alleges there was smoke coming from the trcm. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. MDR filed. Device name: 3gtq-ts 3gtrqsp power seating ready base. Device sn: (B)(4). Description: the dealer alleges there was smoke coming from the tilt-recline-control module or trcm on the 3gtq-ts power seating ready base. Allegedly, the consumer was having intermittent issues with the power chair stopping. The consumer allegedly stopped by the dealer and the service man allegedly opened the trcm to look at the wiring at which time the trcm sparked and smoked. Summary: the replacement trcm is pending approval for a purchase order. An RMA: na (B)(4) has been issued for the return of the trcm for further investigation. The dealer will contact invacare once the part is ordered and when the damaged trcm is returned. Root cause: as of this filing, root cause has not been determined. Risk assessment: as of this filing the risk assessment has not be determined.